Manufacturer narrative:
The lot numbers for the cytology brush and biopsy forceps are unknown therefore no inspection record review could be performed. If additional information pertinent to the incident is obtained a follow-up report will be submitted.

Manufacturer narrative:
The device was not returned for evaluation. There were no anomalies identified during the internal review of the DHR of the system console. Pneumothorax is a known short term complication when a lung biopsy is performed during a transbronchial lung biopsy or CT guided percutaneous biopsy. If additional information is received a follow-up report will be submitted.

Event description:
The patient suffered a pneumothorax during a superdimension procedure. The patient was treated with a chest tube and released. The patient returned to the clinic the following day for removal of the chest tube. The physician attributes the pneumothorax to either the needle tipped cytology brush or the biopsy forceps as multiple biopsy passes were performed to obtain tissue samples from the anterior rul lesion with both tools. If additional information pertinent to the incident is obtained a follow-up report will be submitted.